Event description:
The resmed CPAP (continuous positive airway pressure) n30 cradle mask has material in the exhalation vents to keep airflow quiet. I noticed the material turning dark after a week of use and clean the components meticulously each day following the cleaning instructions. I pulled the material out of the vent area with tweezers and saw dark spots on the material and had the material analyzed at pro lab. For months I've contacted customer support, the chief engineer, medical advisor and ceo at resmed to find out if I am inhaling the mold or if it is being blown out. No one will answer the question. They basically ignore me or send me videos on how to clean the mask. I have all the email exchanges, pictures of the mold, and certificate of mold. I personally think there is a problem. While I use the mask without the material, there could be thousands of people who haven't noticed it and are inhaling the mold. Such an easy fix but resmed will not even address the issue, answer the question or call me.